Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionaire has not been received. (B)(4).

Event description:
A surgeon reported a patient with an unexpected postoperative refraction following an intraocular lens (iol) implant surgery. The outcome was off the intended refractive target by one diopter and the lens orientation was on a different axis. Additional info has been requested.